Event description:
It was reported that during the implant procedure, the right ventricular lead was "inadvertently cut by [the] surgeon." The lead was removed an replaced with a new lead. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was damaged at implant, the outer insulation had a breached cut, and the distal conductor was distorted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.